Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd received 4 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. This is a cosmetic defect which should not impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter: it has been reported to me that blood infiltration into the gel occurs at the time of collection with 5 ml gel tubes.